Manufacturer narrative:
Additional narrative: only event year is known. Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Investigation summary: the complaint device (rfna / 10 / 300 5 deg bend / sterile) was not received for investigation. A photo investigation was performed. The x-ray was reviewed, and the complaint condition can be confirmed. After review of the x-ray provided, a fracture of the rfna nail. Additionally, two locking screws are present in the provided x-ray. A manufacturing record evaluation cannot be performed due to lot number being unknown. This complaint is confirmed as a photo inspection does show the rfna fracture. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient a had distal femur fracture. The nail was implanted approximately 14 weeks ago, in mid-september. It appears that the nail broke through the most distal of the proximal ap locking screw holes. Patient underwent a removal of the hardware and re-insertion of new rfna in (B)(6) 2022. This report involves one (1) rfna / 10mm / 300mm 5 degree bend / sterile. This is report 1 of 1 for pc-(B)(4).